Manufacturer narrative:
Eval, results: eval of the returned product revealed the needle did not rest at zero when the unit is not connected to the air tube. Also there are cuts on the face plate cover ring. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit si ever dropped. (B)(4).

Event description:
Customer reported the cufflator needs calibration. There was no pt incident or injury reported. Eval of the returned product found the needle indicator does not rest at zero.